Event description:
Customer experienced ongoing issue with discrepant leukocyte results. This incident involved one patient. Patient was negative for leukocytes when tested with the urisys 2400 while microscopic examination revealed 60-80 white blood cells per hpf. The erroneous result was reported, patient was not adversely affected. The field service rep determined the cause to be fluidics failure with the waste tubing and he cleaned the waste system tubing. To verify analyzer operation, he ran qc which was successful.